Manufacturer narrative:
(B)(4). The customer returned an electric dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the electric dermatome three times. The last repair was (B)(6) 2015 where it was reported that the device was not working and the power cord assembly, power switch, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. The electric dermatome was manufactured on may 25, 2010, and is over 6 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed minor cosmetic damage to the head and neck of the hand piece including nicks and discoloration. The thickness control lever operated as intended. There were no visible issues with the power cord. The master blade, serial number (B)(4), sat flush with the control bar. The safety switch operated as intended. The device was tested and operated erratically. The customer did not return a power supply for evaluation. The calibration was out of specification at the zero setting. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, neck and calibrating shaft. The service technician replaced the entire head assembly due to the skin that was left on it when received. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted when the device was tested that the motor operated erratically. While it was confirmed during the initial inspection that the device operated erratically during testing, it is unknown with the information provided what caused the motor to operate erratically. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.

Event description:
It is reported the unit stops working when it is applied on tissue during surgery. No patient involvement. No adverse events have been reported as result of this malfunction.